Event description:
It was reported that a holter electrocardiogram (ECG) confirmed that one pulse beat was skipped several times. The ventricular sensitivity was adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 457453, implantable pacing lead, implanted: 2013-(B)(6), product ID 5086mri58 implantable pacing lead, implanted: 2013-(B)(6). (B)(4).